Event description:
The customer stated that their meter was reading 40mg/dl instead of 240mg/dl. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.